Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the prograsp forceps instrument became detached from the shaft of the instrument intraoperatively. It was not possible to correct the alignment of the instrument's tip sufficiently to enable removing it through the cannula. The release key was attempted to close the tips of the instrument but was unsuccessful. The customer had to take the whole instrument and port out together. The procedure was completed as planned with no patient harm, adverse outcome, or injury. Isi followed up with the initial reporter and obtained the following additional information: obtained: the instrument and cannula were removed through the incision that the port was seated in. A replacement port was then inserted through this same incision, attached to the fourth arm and a replacement prograsp opened. There was material from the carbon shaft that was split away from the rest of the shaft, but it was all still attached in one piece. Unfortunately, in the attempt to realign the tip of the instrument to enable removing the cannula outside of the patient, some material did flake off. Reporter did not witness a fragment falling inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the prograsp forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.